Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. One procedure image was provided for review, which demonstrates a coil mass within an aneurysm; however, the image is of poor quality and no other information can be ascertained. The delivery pusher was returned for evaluation. Visual inspection revealed burn marks on the heater coil, indicating the device was activated with a detachment controller, and a tensile break at the monofilament indicated excessive force was applied to the device, causing the coil to detach from the delivery pusher. The implant coil was not returned; therefore, the conditions or circumstances that led to the detachment could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during stent-assisted coil embolization of an anterior communicating artery (acom) aneurysm, the embolization coil stretched in the aneurysm and then detached. The microcatheter was removed and a stretched segment of the coil remains in the parent artery. No additional intervention was performed. There was no reported patient injury. The patient was reported to be doing well.